Event description:
The customer reported a leak from the patient line of the cassette, which occurred on the homechoice (hc) during fill one. The caregiver (cg) forgot to connect the patient to the patient line for therapy and did not realize it until the hc was in fill one. The customer stated some of the solution had leaked onto the floor. The technical service representative advised the customer to end therapy and start over with new supplies. There no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of this report was use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted.